Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of end of life (eol). The device is a part of the shortened replacement window (4/05/2007) advisory. At this time, it is unknown if the device had a shortened elective replacement indicator (eri) to eol time frame. The device was explanted and will not be returned for analysis. No adverse patient effects have been reported.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.